Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
The patient had a total hip replacement in 2008, recently fell and saw the doctor. The x-rays revealed an apparent failure of the neck of the femoral stem. The doctor elected to revise the prosthesis. Surgery revealed that the neck of the femoral stem was broken. The acetabular component was retained, the acetabular liner was revised, the femoral stem was removed and revised using the restoration modular system.

Event description:
The patient had a total hip replacement in 2008, recently fell and saw the doctor. The x-rays revealed an apparent failure of the neck of the femoral stem. The doctor elected to revise the prosthesis. Surgery revealed that the neck of the femoral stem was broken. The acetabular component was retained, the acetabular liner was revised, the femoral stem was removed and revised using the restoration modular system.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head that was mated with an accolade stem was reported. The event was confirmed based on medical review. Method & results: product evaluation and results:visual inspection: the device was not returned however photographs were provided for review and nothing noteworthy can be observed on the surface of the metal head. Refer attached pics material analysis, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: event confirmed: dissociation of the v40 lfit femoral head from the accolade tmzf stem.assessment of root cause:failure of trunnion-head construct has a possible relation to lfit head recall.review of implant stickers could define if this was a recalled head lot.obtaining the implant may provide additional insight into the mechanism of dissociation. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.